Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2018. It was replaced because the patient had shoulder surgery and the ipg did not turn on surgery mode. Effective therapy has been restored post operatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to connect with the scs ipg and the patient controller (pc) since having shoulder surgery. Reportedly, the pc was displaying "cannot connect to generator : generator is not responding, contact your clinician to fix the problem¿. The patient's wife stated the ipg was set to surgery mode prior to the surgery. Troubleshooting was unable to resolve the issue. Analysis of the device logs identified the patient's scs ipg was not in a bondable state and would not pair with the pc or the clinician programmer. Surgical intervention may be taken at a later date to replace the patient's scs ipg.